Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.

Event description:
Same case as MDR ID: 2184052-2014-00121,00123,00126,00120,00122,00125. It was reported that during an anterior lumbar interbody fusion (alif) surgery, the patient experienced "foot drop". Patient was undergoing a three level alif treatment procedure for degenerative disc disease. An infix implant, consisting of two small 10mm struts, one 0 degree endplate and one 9 degree endplate, was implanted and locked in the l5-s1 disc space while using a non-zimmer retractor system for access. After implanting the device, neuro-monitoring indicated possible bilateral foot drop. The implant was then removed. However the monitoring continued to show signs of foot drop. Therefore, distraction was released by removing the retractor system and monitoring showed the issue was resolved. A second infix implant consisting of two 8mm struts with two 9 degree endplates was then inserted into the l5-s1 disc space. An attempt was made to lock the implant. Verification x-rays were taken and showed that the superior plate was jetting out about 2mm. Additional attempts to lock were unsuccessful. The implant was removed and the case was completed with a different device. Estimated total surgical delay was 2 hours. There have been no reported post-operative complications.